Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the sureform 60 stapler was not opening once the instrument was installed in arm 1 and calibration was completed. The surgeon tried to trouble shoot by replacing the stapler reload and re installing the instrument. The calibration had completed but still the jaws were not opening. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was not able to open the jaws intraoperatively. It was noted that another sureform stapler was used. It was noted that the jaws were not stuck with tissue within. There was no adverse effect. The instrument has been returned to isi from event site.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.